Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Test reservoir lock properly inside the reservoir tube. Unable to verify audio/vibrate anomaly due to blank display noted. Device received with cracked case behind the device near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose value was 115 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump was cracked on top of the battery compartment. Customer stated that insulin pump was noticed a beeping, red light in front, screen flashing keep beeping and vibrating. Customer stated that they went to swimming and got error. Customer stated that reservoir unable to lock in the place when inserted into the insulin pump. The device will be returned for analysis.